Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. Surgical intervention may be pending to address the issue.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.

Event description:
Further follow-up indicates surgical intervention resolved the issue. Effective therapy restored postoperatively.